Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call software error detected alarm and the motor arm being unable to communicate with the main arm alarm on the insulin pump. Customer's blood glucose level was unknown. Customer advised the alarms occurred during normal use. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. The sleep current measurement and active current measurement within specifications. The insulin pump was returned for pump error 4 and 53. Format history file analysis confirmed pump error 4 and 53 due to software error. The insulin pump was received with cracked keypad overlay at select button, scratched case and keypad overlay texture damage.